Event description:
It was reported that the user received an unable to proceed alert during a supply change due to attaching the connector to the cartridge outside of the pump, resulting in an incorrect order of operations and an infusion set deployed incorrectly, accompanied by consecutive stalled motor alarms. No reported symptoms. Outcomes included troubleshooting and education, with the user advised to proceed using all new supplies. Investigation included customer counseling on correct setup and operation steps for the infusion set, cartridge, and adapter. Investigation of this case revealed user setup error leading to improper infusion set connection and motor stall events, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during supply change and infusion set handling.